Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated difficulty charging the ilet pump, with the device not charging until the pump orientation was adjusted after approximately one hour; a replacement charger was arranged. Symptoms included no adverse health effects. Outcomes included no interruption requiring medical care and no alerts or alarms. Customer support provided troubleshooting and arrangement for replacement supplies. Investigation of this case revealed a suspected charger or charging interface issue consistent with intermittent charging performance. It was concluded, based on previously established findings for similar reports, that the cause was a suspected component malfunction of the charger or its connection.